Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited helix issues. The lead was repositioned several times and the helix required numerous rotations before the helix would extend. The lead was successfully implanted. Approximately seven weeks later this rv lead exhibited varying threshold measurements with loss of capture (loc). Surgical intervention was performed and fluoroscopy confirmed dislodgement. The lead was explanted and replaced without incident. The patient is not pacemaker dependent and besides intervention, no adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position with the stylet inside the lead. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited helix issues. The lead was repositioned several times and the helix required numerous rotations before the helix would extend. The lead was successfully implanted. Approximately seven weeks later this rv lead exhibited varying threshold measurements with loss of capture (loc). Surgical intervention was performed and fluoroscopy confirmed dislodgement. The lead was explanted and replaced without incident. The patient is not pacemaker dependent and besides intervention, no adverse patient effects were reported.